Event description:
As reported by the patient's husband, through the clinical trial, the patient experienced an acute onset of neurological symptoms 1 year and 8 months after transfemoral deployment of a 26mm sapien valve; described as blood clot "major vessel" in her brain. The event was not considered to be related to a device malfunction. It is unclear at this time if there is any relationship to the valve. Diagnostic studies are not yet available.

Manufacturer narrative:
Per report, at the time of the index procedure, the valve was implanted in the correct intended location, with no obstruction to the coronaries, trace paravalvular leak and zero central leak. The patient had no reported adverse events between discharge from the index procedure, and the date of this event. Investigation is ongoing.

Manufacturer narrative:
The event occurred 2 years and 8 months after the deployment of the sapien valve.

Manufacturer narrative:
Per the instructions for use for the sapien valve, permanent or transient neurological events is one of the potential adverse effects associated with the use of the prosthetic valve. However, there are multiple factors that could cause or contribute to a stroke. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. The exact cause of for the patient's neurological symptoms 20 months after the tavr procedure is unknown, however, there is no evidence at this time that the event was related to the valve. Furthermore, per report, the event was not considered to be due to a device malfunction. There are multiple factors that could cause or contribute to the reported event, including the patient's age elderly and multiple co-morbidities. The device history records review shows that the valve met specifications prior to its distribution. No further actions are possible at this time.